Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's wife reported via phone call that her husband's insulin pump had been alarming no delivery. The patient's blood glucose was 548 mg/dl last night. He was able to treat via manual insulin injection, and his blood glucose has since decreased to between 120 mg/dl and 160 mg/dl. Troubleshooting occurred for the no delivery alarm and the customer was advised that the alarm may have been caused by a possible issue with the infusion set. The insulin pump was not returned for analysis.